Manufacturer narrative:
(B)(4) the device history reviews for the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot #73e1500060 investigations did not show issues related to the complaint. From the photograph provided it appears to be rubber bands breaking. No other defects were observed. A functional inspection could not be conducted since the product was not returned and a root cause cannot be determined. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the elastics are brittle, breaking and appear to be darker in color than previous lots that performed well. Found prior to use on a patient during inspection/functional testing.